Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The echo at bedside measured inlet at 3.7cm and it appeared oriented towards the mitral valve, but physician opted to not reposition. However, the pump was pulled back in the aorta and the pigtail was still across on echo while the physician advanced with the mid left ventricle position.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.